Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of photos of one device. Visual inspection confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during clipping the rectum with sigmoid on a laparoscopic rectosigmoidectomy, the device had a poor staple formation. The space between the clamps were noted. The procedure was converted to open due to product problem. Oversewing was done to fix the staple line. Surgical time was extended more than 30 minutes due to the product problem.